Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Customer reported contrast is spraying out of the clamped y-site tubing onto the patient during pressure injection through a power loc, creating a mess and compromising exam quality. Customer reports 4 occurrences. No other information was provided. This report addresses the fourth occurrence.